Event description:
Customer stated that they saw smoke coming from their rp500 instrument while in use. The instrument was then shut down and unplugged. There is no report of injury due to this event.

Manufacturer narrative:
Siemens service went onsite to service the customer instrument. They stated that the hdd (hard drive disk) cable was burned and so it was replaced. They also replaced expired wash/waste and automatic qc cartridges and performed a system reset. The instrument is operational and therefore the customer will not return it for further investigation. The cause of this event is unknown.